Event description:
It was reported to philips that the system was stuck on the philips splash screen and did not complete boot-up, preventing full system startup. The system was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.